Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "the pt underwent hip replacement surgery in 2005. It was further reported that, "after implantation, the pt's device became loose and caused pain." It was further reported that, "as a result, the pt has experienced constant irritation and discomfort in the location of the hip. Pt underwent revision surgery in 2007."